Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the low alert on the g6 mobile application did not sound. The patient stated she experienced a hypoglycemic event in which her followers were alerted that she was hypoglycemic; however, she did not receive an alert that she was low. She indicated the was sick and was vomiting and shaking. Her partner treated her with dextro gel and gave her apple juice and biscuits. At the time of contact, the patient was doing good. No additional patient or event information is available. No data was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.